Event description:
The asp account executive called to report that a customer processed an acn 2 semi rigid ureteroscope in the sterrad 100s. The technician who processed this was not aware that this should not be processed. The customer reported that the sterrad has been in use since 2004. He determined that the scope has been processed in the sterrad for 4 plus yrs. The customer reported that his facility is going back to 2004 to determine how many pts the scope has been used on. He feels that there may have been 40 pts that this scope was used on. The customer then reported that the dept of health investigation concluded that the facility did not have to notify the pts as this was classified as a class b incident according to cdc guidelines. The customer reported that there has not been any health complications related to this issue. The customer has two sterrad 100s that this particular scope may have been processed in. The asp customer care reviewed with the customer the "what can I sterilize in the sterrad 100 s sterilizer" regarding lumen claims.

Manufacturer narrative:
Damaged device. Conclusion - this issue has been addressed with a customer letter related to correction & removal.